Event description:
It was reported that during a bph surgical procedure, "fibertip detached," at 30,000 joules and 20 minutes of use. The fiber was exchanged and the case was completed with the second fiber. Patient outcome: "there were no consequences to the patient". No injury to patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion. Based on failure analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of "fiber tip detached" could not be confirmed; however a fiber/glass cap fracture was observed. The probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limited the performance of the fiber.